Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to a cardiac ablation procedure via a 6f sheath. Reportedly, there was difficulty advancing the device in the anatomy due to scarring from previous ablation procedures. At the time of deployment, a cuff miss [suture-retrieval issue] occurred. The foot was re-closed, but the device was unable to be removed from the patient. Femoral angiogram showed that the guide/shaft seemed to have separated. Surgical intervention was performed to remove the device; however, the separated portion of the sheath remained in the vein. A snare was used to remove the separated portion, and the pre-close technique was abandoned. The sheath was upsized to 9f and the ablation procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The difficult to advance and entrapment cannot be confirmed as they are related to the case circumstances and cannot be replicated in a lab environment. The material separation and needle to cuff miss were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the guide broke during the difficulty experienced during advancement. Per the reported information ¿the patient was scarred from three previous ablations and punctures at ami. This made it very difficult to advance the device.¿ generally, breaks occur at the guide due to the angle of insertion (steep) in reference to the vessel tract, or manipulation of the device causing an angle change in reference to the vessel. The noted failure to cycle (cuff miss) is an indication the guide was broke prior to deployment and likely separated during deployment or during the attempt to remove causing the entrapment. There is no indication of a product quality issue with respect to manufacture, design or labeling.